Event description:
An implantable pulse generator (ipg) was returned from a medical examiner indicating the cause of death as probably cardiac dysrhythmia. The date of implant is unknown, however the manufacture date to the date of death is less than one year indicating that the device was implanted for less than one year.

Manufacturer narrative:
Product event summary # product ID# addrl1. The device was returned and analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.